Manufacturer narrative:
Age, weight and ethnicity: unknown/ not provided. Email address: unknown/not provided. Initial reporter telephone number: (B)(6). This report is being filed on an international device; tecnis synergy optiblue iol preloaded 1-piece iol, model zfr00v that has a similar device, tecnis synergy model zfr00 which is distributed in the unites states under PMA p980040. It was indicated that the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported and confirmed that the patient underwent a cataract surgery with an intraocular lens (iol). After the surgery, the patient's visual acuity was okay, but the far vision got worse. The patient complained to the doctor. The doctor decided to perform exchange surgery for the patient's visual acuity. Explant of the suspect iol was performed and this was replaced with an iol of another brand. The patient vision seems to be fine now. No other information was provided.